Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer¿s blood glucose level was 460 mg/dl. Troubleshooting for the insulin pump was performed. Customer advised the infusion set came off and would not lock into place which may have resulted in high blood glucose levels.